Event description:
A single-piece, non-preloaded monofocal intraocular lens (iol) was reported to have been explanted from the patient's left eye. The issue was identified following implantation. No additional details regarding the circumstances of the explant or the patient¿s post-operative condition were provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is prior to feb 03, 2026 [alert date]. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 24, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut in half and coated in dried blood. The lens was cleaned and inspected; no issues were identified or that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.